Event description:
Consumer's granddaughter alleges her grandfather used the heating pad while sleeping then received a burn on his right hand, wrist, and forearm and property damage to the mattress he was laying on.